Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was as "high"; a specific value was not provided. Elevated blood glucose and occlusion were addressed with a supply change. The customer changed supplies and resumed insulin therapy.